Event description:
It was stated that the insulin pump had unresponsive buttons, and the time was not advancing. It was stated that the battery was removed, but the anomaly persisted. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.